Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient programmer would not go past the sync screen. The caller indicated that the patient programmer (pp) was frozen on the sync screen. Removal and replacement of the batteries did not resolve the pp issue. The caller also reported that the patient had been feeling stimulation on and off in their foot. The foot stimulation started 2-3 days prior to the call. Patient status is unknown at the time of this report and the patient was sent a new pp. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.